Event description:
It was reported that the handheld was having problems. It would not work unless plugged in. No matter how long it was charged, as soon as it was unplugged, it would turn off. New handheld was shipped to the site. Good faith attempts to return the old handheld back to manufacturer for product analysis have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.